Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three short port btt black inflation valves dislodged (popped out). As a result, the balloons would not remain inflated. The surgeon tried to push the black valve down and it kept popping out. After total three kits were opened with the same issue, the surgeon converted the procedure to open leg. The hospital did not report any further pt complications. This report is for the first device.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).